Event description:
The caller reported experiencing an issue with a damaged cartridge, specifically in the cartridge shroud. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller successfully changed the cartridge and resumed insulin therapy, and technical support agreed to replace the cartridge following the return merchandise authorization process, which the caller acknowledged and understood.